Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of samples exhibited unspecified interference with results. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-june-2025. Investigation summary : bd received 100 samples for investigation. The returned samples along with 100 retained samples were visually inspected with no issues being identified. Further clinical testing could not be performed as the erroneous analyte(s) was not provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1.: initial reporter first name: 2 contacts were provided. They are: (B)(6). E1: initial reporter last name: 2 contacts were provided. They are: (B)(6). E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of samples exhibited unspecified interference with results. There was no health impact or consequences reported.